Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented after having multiple short automatic mode switches due to far r wave sensed events in pvarp. No additional information was available.